Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient checked her blood glucose before leaving work, which was 64 mg/dl, and took some crackers and a dr pepper. She did not receive any alerts or alarms indicating that her dexcom sensor had failed. She then drove for about 45 minutes. Approximately 20 minutes before reaching home, she passed out while driving. Her car veered across lanes on a busy freeway and hit a barricade, breaking the windshield. The patient sustained lacerations and bruising from the crash. A bystander pulled over and called 911. When ems arrived, her blood glucose was below 30 mg/dl. She was administered IV dextrose and glucose and transported to the hospital. At the emergency room, her blood glucose was checked again and had risen, though she could not recall the exact value. She remained at the ER for approximately 8 hours and was discharged with a blood glucose of 101 mg/dl. During the follow-up call, the patient reported feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.